Event description:
It was reported that dissection occurred. The 95% stenosed target lesion was located in the mildly calcified vessel with a bend less than 90 degrees. A 3.50 x 32 mm promus elite was deployed successfully at 15 atm. After post dilation of the stent, a flow limiting dissection was observed in the proximal segment of the stent. Another stent was deployed to cover the dissection and resolve the issue. The patient remained stable.

Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available and record review conducted at the boston scientific site. The device was implanted and not returned to the boston scientific site for testing and analysis. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the promus device. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU. The reduced blood flow is a consequence of the reported dissection and requirement for additional device was due to procedural factors.

Event description:
It was reported that dissection occurred. The 95% stenosed target lesion was located in the mildly calcified vessel with a bend less than 90 degrees. A 3.50 x 32 mm promus elite was deployed successfully at 15 atm. After post dilation of the stent, a flow limiting dissection was observed in the proximal segment of the stent. Another stent was deployed to cover the dissection and resolve the issue. The patient remained stable.